Event description:
It was reported that the patient received multiple shocks for atrial fibrillation (af) with rapid ventricular response. T-wave oversensing (twos) was also noted on monitored ventricular tachycardia (vt) episodes. Sensitivity was adjusted and the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.